Manufacturer narrative:
(B)(4).

Event description:
Information was received regarding a patient receiving dilaudid 10mg/ml at 10mg/day. The indication for use was non-malignant pain. The healthcare provider reported a bridge bolus programming error. The healthcare provider filled the pump on (B)(6) 2015 but did not change the concentration to match what was put in the pump. Because the concentration was not changed in the programmer, a bridge bolus was not programmed. The healthcare provider wanted to know how to cancel the bridge bolus since the entire fluid pathway is now the new 20 mg/ml concentration. The day of the report the healthcare provider updated the concentration to the correct concentration. No patient symptoms reported and per the healthcare provider the patient was doing fine. The physician programmer serial number not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.